Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was observed that the dissection cone developed condensation inside the tip of the cone and remained "foggy." A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received as a complete assembly. There was some blood along the connection of the two tip components. Based upon the visual observations, the reported complaint for "foggy" was confirmed since there was blood in the tip. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).